Event description:
It was reported by the engineer that there was failure in qc test of the bd facslyric, of carry over. There was no report of patient impact. The following information was provided by the initial reporter. The customer stated: the carryover test was performed on the equipment according to the global protocol, but it failed. Machine overhaul by the engineering team is required. Carryover data will be available on the work order.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2022-00201 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported by the engineer that there was failure in qc test of the bd facslyric, of carry over. There was no report of patient impact. The following information was provided by the initial reporter. The customer stated: the carryover test was performed on the equipment according to the global protocol, but it failed. Machine overhaul by the engineering team is required. Carryover data will be available on the work order.